Event description:
It was reported that the patient is complaining of constant pain while using the bhs. The patient is switching to an ortho pak. The patient stated that she experienced pain on the 3rd day of treatment. The patient experienced a shock in her targeted area, and it felt like a shock to the bone. This happened again on the 4th day, and she has not treated since. The pain is a 7 out of 10. The patient discussed the pain with her doctor. The doctor told her to discontinue the use.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, g6: report type, h6: impact code additional information - h4: device manufacture date, h6: method, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient is complaining of constant pain while using the bhs. The patient is switching to an ortho pak. The patient stated that she experienced pain on the 3rd day of treatment. The patient experienced a shock in her targeted area, and it felt like a shock to the bone. This happened again on the 4th day, and she has not treated since. The pain is a 7 out of 10. The patient discussed the pain with her doctor. The doctor told her to discontinue the use.